Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel was not working due to a faulty circuit board, there was no image from video output was due to a faulty distribution board, the unit had dust in it and needed to be cleaned, a cable found rusty, a net spacer was found damaged, the front panel was found broken, a crack was found on the power switch, and a receptacle found was loose. Additionally, a scratch on the top cover, rust on the chassis, minor corrosion on the rear panel and the paint peeled off from the rear panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a malfunction error on the evis exera iii video system center. Upon inspection and testing of the customer returned device the front panel was not working due to a faulty circuit board and no image from video output was due to a faulty distribution board. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the front panel did not work and there was no image output due to the faulty patient circuit and distribution (cp/dp) boards. The cause of the faulty boards was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was received from the customer. See: b3, b5, e1, g3.

Event description:
Additional information was received from the customer: the issue was found during a routine inspection/ reprocessing cycle. There was no patient/ procedure involved while event was found.